Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t9218e. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 8 clips as intended. However, in the first actuation of the trigger, it was noted that was hard to squeeze than expected. Finally, it locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling of the device, the latch was found to be bent due to a incorrect orientation. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch t9218e number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the er320 was scissoring in case, opened another one and it worked fine. It is unknown if there were any adverse consequences to the patient.